Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 patient underwent posterior lumbar interbody fusion l4 to s1. Preoperative, postoperative diagnosis: spondylolisthesis l4-5, degenerative disk disease l4-s1. Per op-notes: ¿we then placed some of this graft in the interbody space between l5 and s1 and also took bone and placed it within the bone morphogenetic protein two collagen sponge and placed this within the interbody graft.¿ no complications were reported. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.